Manufacturer narrative:
There were no devices returned for engineering analysis. The results of an internal device lot history review found no issues or non-conformances. Multiple attempts were made in an effort to obtain add'l details regarding the event w/o success. (B)(4).

Event description:
The reason for this MDR is to report an event that occurred in (B)(6). The physician was performing a lead removal case on a pt of unk gender, age and weight. The physician utilized both 14f and 16f sls catheters, beginning with the 14f and upgrading to the 16f sls. Unk complication arose, the pt's vital signs worsened, efforts were made to resuscitate the pt, but ultimately the pt expired. The cause of death is thought to have been a svc tear. There were no devices retained after this case, therefore, no serial numbers were available for a lot history review. The physician indicated that the spectranetics devices were not the causative factor in the pt's death, nor did he indicate any malfunctioning of the same.